Event description:
On 09-feb-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "robot arm was broken inside the pt, seemed to be missing a screw upon removal that relief scrub tech noticed. At the end of the procedure kub was taken to ensure there was no foreign body in pt. Attending. Dr. [Redacted] (listed in chart) from radiology read x ray and confirmed there was nothing in pt. Proceeded to extubate and go to recovery. Final counts correct, kub ordered by md attending surgeon aware and briefed throughout the whole incident." It was reported that during a robotic assisted laparoscopic low anterior resection, diverting loop ileostomy, and flexible sigmoidoscopy, a small grasping retractor instrument broke inside the patient, with the possibility that one screw may have fallen into the patient. A kidney ureter bladder (kub) x-ray was performed and confirmed that no foreign body was present. However, it is unknown how the fragments were retrieved, and no additional surgical procedure was required to remove the fragment. The patient has not returned to the hospital due to post-surgical complications. No additional surgical procedure was required to remove the fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument was found to have a broken distal pitch cable at the proximal clevis hub. The cable crimp was completely detached. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.